Event description:
According to medical documentation forwarded from the initial reporter, a pt had their bjork-shiley convexo-concave mitral heart valve replaced because of prosthesis malfunction and/or embolism of the valve.